Manufacturer narrative:
The evaluation revealed: damage found inside printed circuit board ex board which is input video socket tooth was found broken inside it and needed replacement. When connecting test camera head to the unit: no image found and scope communication error (error code 226) was found, the cause of the error 226 was the ex printed control board was damaged on the unit and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device had bent pins inside the camera port an error was displayed on screen and no image was produced. The event was observed at preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed, no image displayed. And error codes, due to damage being found inside the printed circuit board and a bent pin on the video connector receiving pin. The specific root cause of the faulty printed circuit board and bent video connector receiving pin could not be determined at this time. Error code 300 was also confirmed. However, this defect is not considered, severe enough to cause a potential adverse event. The event can be prevented, by following the instructions for use which state: ¿immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs, after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus¿. Olympus will continue to monitor field performance for this device.